Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath tip was damaged. The medical team noticed that when "going across the septum" there was an issue. When the sheath was removed from the body, they noticed the tip is bigger on one side than the other so they couldn't advance it across the septum. The device appeared "deformed". The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 18-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 00002835 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-sep-2025, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath tip was damaged. The medical team noticed that when "going across the septum" there was an issue. When the sheath was removed from the body, they noticed the tip is bigger on one side than the other so they couldn't advance it across the septum. The device appeared "deformed". The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one of the irrigation holes and tip were bumped. The dilator was also bent in the proximal area. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history record review was performed for the finished device lot number 00002835 and no internal action related to the complaint was found during the review. The bumped tip and irrigation hole damaged could be related to the intracardiac resistance and uneven transition issues reported by the customer, the complaint was confirmed. The bent in the dilator is not related to the reported issue. The potential cause of the bumped irrigation hole and bent dilator could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-aug-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).